Event description:
It was reported to philips that the device experienced a power stoppage issue. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a power stoppage issue. An authorized service provider (asp) performed evaluation on device. Upon evaluation of the device, the reported issue was confirmed that the defibrillator cannot boot up and the cause was traced to a faulty processor board. Per the case notes, honglejia rejected the order and emailed asp xiedong business to follow-up. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor board. The customer refused to pay the quotation and did not carry out repairs on the device. No performance assurance testing was performed. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.